Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending section rubber was leaking and had a cut. It was also noted that there was a leak around the scope connector and the scope connector was broken. The bending section rubber bonding had a crack. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it was presumed that the issue occurred due to a high-energy endo therapy accessory (laser, high frequency, etc.) Being used without ensuring a sufficient distance from distal end. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): user may detect the suggested event by handling the device in accordance with the following IFU. Bf-h1100 operation manual chapter 3 preparation and inspection IFU states about warning when using high-energy endo therapy accessories as follows: bf-h1100 operation manual chapter 4 operation 4.3 using endotherapy accessories olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the bronchovideoscope bending section rubber leaked. The issue was found during receipt inspection. Inspection and testing of the returned device found that the distal end had a burn. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.